Event description:
It was reported to philips that the system's digital subtraction angiography was not working, which required moving the patient to another room to finish the procedure.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a procedure was performed when the issue happened. The procedure was completed using the same system as it operated normally throughout the procedure. The onsite philips field service engineer (fse) inspected the system and confirmed that reported problem. After reviewing log, it found the probable cause of the issue is an x-ray tub related malfunction. Fse found that replacing the xsc did not fix the low tube current during exposure. To resolve the problem, fse then reinstalled the original board and returned the newly ordered xsc. The issue was resolved permanently on another case after replacing the x-ray tube. After reinstalling the xsc certeray board followed by x-ray tube adaptation and tube yield, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same as it operated normally throughout the procedure on the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.